Manufacturer narrative:
(B)(4). The device was manufactured august 5, 2013 ¿ august 6, 2013. The used device was received for evaluation with 31ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device¿s flow rate was found to be within specification. No nonconformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor (10ml/hour) experienced an underinfusion. The reporter stated that the pump didn¿t empty completely, and an unknown amount of solution remained in the device. The device was filled with 12,000mg cefoxitin and sodium chloride 0.9% for a total fill volume of 210ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.